Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k150850. Product requested, not yet received.

Event description:
During an unknown procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch and would not enter the cylinder. There was no patient injury and no delay in procedure.